Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. Visual examination of the device showed damage in the form of 3 kinks located 51cm, 79cm, and at the strain relief. Functional analysis was done by completing the setup procedure and the device primed as designed. The rotation was not working. The kink located at the 51cm location was severe enough to cause drive coil damage. No errors were noticed on the console. Inspection of the remainder of the device, apart from the observed damage revealed no damage or irregularities.

Event description:
It was reported that the device lost rotation. A 2.4mm jetstream xc catheter, 7fr x 55cm a non-bsc sheath, 014 x 300 cm a non-bsc guidewire were selected for use for an atherectomy procedure in the superficial femoral artery (sfa) with percutaneous transluminal angioplasty (pta) and stenting. During the procedure, the catheter was not rotating properly while performing atherectomy inside the patient. The lubricant fluid was running through device and device was locked up with blades up on the second pass but did not seize on the wire. The device was removed from the patient. The procedure was completed with another 2.4mm jetstream xc and there were no patient complications reported.